Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study 2018-010. Per the report received 31/march/2020, indication for revision is pain and loosening; tibial liner and tibial baseplate revised. Update 02/june/2020 wg: operative report and exam notes provided by study site report the following: "in late 2012, she had a fall. This did result in some increasing right knee pain. Recent x-rays have shown that she has lateral subluxation and bony erosion as a result of the wear of her patella against the femoral component...failed right knee arthroplasty with femoral component loosening and polyethylene wear...the patient's patellar component was completely floating in the knee...the tibial component was well aligned. The femoral component was well aligned..." Implant record shows that the patient's liner and patellar component were revised. Neither the tibial component or the femoral component were revised.

Manufacturer narrative:
Device information added. An event regarding loosening involving a triathlon patella was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated revision surgery was performed (B)(6) 2013. The preoperative diagnosis was now failed knee arthroplasty with femoral component loosening and polyethylene liner wear. At the time of the revision the patellar component was found "completely floating in the knee". The femoral and tibial components were stable and well aligned. The patella was recut and a a3 5 x 10mm patella cemented in place. A new 9 mm cs polyethylene was placed. A lateral release and medial imbrication performed as well. No complications were reported from the surgery. Postoperative x-rays showed satisfactory appearance of the implants. The results from the intraoperative cultures were not provided, however the pathology did not show evidence of any acute inflammation. No significant additional data were contributory from the postoperative medicine consultation. Hazards: none clearly related to implant. Conclusion of assessment: the revision surgery was confirmed as were the two quadriceps repairs. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar event for the reported lot. Conclusion: a clinical review of the provided medical information concluded¿ at the time of the revision the patellar component was found "completely floating in the knee". The femoral and tibial components were stable and well aligned. Hazards: none clearly related to implant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study (B)(6). Per the report received (B)(6) 2020, indication for revision is pain and loosening; tibial liner and tibial baseplate revised."